Manufacturer narrative:
The complainant reported that the employee saw a dermatologist who prescribed medrol, a corticosteroid, to treat the symptoms. In a follow-up phone-call on (B)(6)-2011, the complainant reported that the employee is doing fine and has experienced no further symptoms since the product was removed from the office. No product was returned for evaluation. A review of the manufacturing records indicated that there were no deviations in the manufacturing process. These investigation results indicate that this incident was not the result of a product failure. (B)(4): tested retain sample from same lot.

Event description:
On (B)(6), 2011, a complainant alleged that while using cavicide formulated with (B)(6) fragrance to clean the office, a worker experienced a rash on her arm which persisted for approximately three (3) weeks and required a prescription medication for treatment.